Manufacturer narrative:
A manufacturing evaluation was preformed: the complaint condition for the 319.01 lot number 5683742 depth gauge was likely caused by several years of use and sterile processing cycles; however, this complaint is not a result of any design related deficiency. The 319.01 depth gauge is each used in a variety of systems including the titanium trochanteric fixation nail system and the small fragment locking compression plate system. The 319.01 depth gauge was returned and reported to be missing a headpiece. This condition is confirmed; the headpiece of the device was not returned. It is likely that the component was lost in sterile processing leading to this complaint condition. The device was manufactured in 1/2008 and is over seven years old. The balance of the returned device is otherwise in fairly good condition with only some signs of wear. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge for 2.7mm small screws was missing the tip. The discovery was made after sterilization on (B)(6) 2015, but the date of actual breakage is unknown. No patient or surgical involvement reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: january 29, 2008. A non-conformance report (ncr) was found on raw material part 11100, lot 3013160 for sticky coating on bars-debris, oil possible rust inhibitor from original supplier. The material was cleaned and accepted. This nonconformance is not relevant to the complaint because the issue is visual on raw material. A material record report (mrr) was found on raw material part 11053, lot 5439548 featured undersized to 15.482 on 13 pounds out of 509 pounds of supplier material. The 13 pounds of nonconforming material was scrapped and returned to the supplier. This non-conformance is not relevant to the complaint because the issue is on raw material not finished product. The non-conformances found in this device history record review would not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.